Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A photo was received showing the reported foreign matter on the IV cannula. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4093021. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that foreign matter was found on a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle before use. No injury or medical intervention.